Event description:
It was reported that the picosure laser was firing without the foot pedal being pressed on. Operator tried restarting, unplugged and plugged the foot pedal back in, tried disconnecting the handpiece, but firing still occurred.

Manufacturer narrative:
Cynosure lutronic technology (clt) clinical team contacted the site to investigate the event. Clt clinical confirmed that no injuries had occurred. The device history record was reviewed and confirmed passing and meeting all requirements prior to release. Clt field site engineer (fse) arrived on site and evaluated the device. Fse confirmed device had a broken beam shutter. To resolve the issue, fse replaced the beam shutter. Based on the site's report of an unintended discharge of laser energy, this event is considered an accidental radiation occurrence (aro) and represents a device malfunction that is reportable under 21 cfr part 803 in accordance with u.s. Food and drug administration MDR requirements.